Manufacturer narrative:
Correction: b.3, d.10.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was balloon valve leak alarm during fill 6 of 6 upon review of treatment it was recognized that there was an overfill event. The overfill event was indicated due to drain 5 being 5665 ml, which is 189% of the fill 3000 ml fill volume. In a follow up, the care giver verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient was able to do manual treatments in the absence of a cycler. The patient received a new cycler and is using it with no further issues. The cycler is available to return for investigation.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was balloon valve leak alarm during fill 6 of 6 upon review of treatment it was recognized that there was an overfill event. The overfill event was indicated due to drain 5 being 5665 ml, which is 189% of the fill 3000 ml fill volume. In a follow up, the care giver verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient was able to do manual treatments in the absence of a cycler. The patient received a new cycler and is using it with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check failed. Patient sensor 2 was found unresponsive. The patient sensor was not able to be recalibrated. Temporary replace patient sensor 2 for further testing. Patient sensor test passed. Display value is now within range. System air leak test passed. Valve actuation test failed. Failure due to pneumatic valve 02 won¿t actuate. Replace temporally pneumatic valve 02 to continue testing.valve actuation test passed.teach pumps test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.there were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was balloon valve leak alarm during fill 6 of 6 upon review of treatment it was recognized that there was an overfill event. The overfill event was indicated due to drain 5 being 5665 ml, which is 189% of the fill 3000 ml fill volume. In a follow up, the care giver verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient was able to do manual treatments in the absence of a cycler. The patient received a new cycler and is using it with no further issues. The cycler is available to return for investigation.